Manufacturer narrative:
H3, h6: the navio surgical system south africa, part number rob00037, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Further investigation of the screenshots found that the preop alignment of the knee was in 10 degrees valgus, indicating significant wear of the lateral condyle. The most distal point on the most distal condyle of the implant is matched to the most distal point on the corresponding condyle. In this valgus case, the medial condyle of the bone extends more distally than the lateral condyle, so the medial condyle of the implant was matched with the most distal point of the medial condyle of the bone. The implant is then centered medio-laterally on the distal cut of the femur. Where the implant was positioned on the distal, medial point, the initial cut was not removing any bone from the lateral condyle due to the significant bone loss on the lateral side. The system references the surface area of the distal cut made by the implant placement when shifting the implant mediolaterally. The most medial and lateral edge of the distal cut is where the implant is placed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the preop alignment and planning. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted tka surgery, all the pins and arrays were securely placed and checked by the surgeon. After planning, the navio screen showed an abnormal resection and positioning values of the components. The system was shutdown and a new case was created, the arrays were repositioned on the same pins inserted prior, which felt stable according to the surgeon. New data was recollected on the new case and the same problem occurred. No camera errors came up at any moment. The procure was completed with manual instrumentation with a significant delay. Patient was not harmed beyond the reported issue.